Event description:
With normal use and attempt to remove the plug to use the side port of the cortrak corflo ultra lite enteral feeding tube reference # (B)(4), lot # 44308 (at lease x 2 known occasions) the side port has cracked or broken off. This occurrence deemed the tube unfit for use and caused the pts to have to endure removal and reinsertion of enteral feeding tube.